Event description:
The user facility reported a 51-year-old male was implanted with an impella 5.5 device for mechanical circulatory support after the patient underwent a pci of the circumflex. While under impella cp support, the patient was complaining of numbness and tingling in the right lower extremity. The physician placed a re-perfusion catheter on the patient.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.